Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury, damage to the patient, including but not limited to filter tilted and virtually all struts perforated the vena cava. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage to the patient, including but not limited to filter tilted and virtually all struts perforated the vena cava.

Event description:
Additional information received per the medical records indicate that the patient has a history of heart disease, depression, hypertension, deep vein thrombosis (dvt), osteoarthritis, scoliosis, degenerative spinal disease, total knee replacement and gastroesophageal reflux disease (gerd). The indication for filter placement was pulmonary emboli after left femur fracture and right leg dvt. The results of computed tomography (CT) scans done approximately ten years after the index procedure indicate that the filter was in place below the renal veins. All of the struts extrude through the wall of the inferior vena cava (ivc). There was minimal tilt noted. Approximately eleven years and four months after the index procedure the patient experienced abdominal pain. Imaging noted esophageal inflammation related to the patient's pre-existing gerd. Additional information received per the patient profile form (ppf) states that the patient experienced filter tilt and perforation of filter strut(s) outside the inferior vena cava (ivc). The patient became aware of the reported events approximately ten years after the index procedure. The patient also experienced fear, anxiety related to the filter.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, history includes heart disease, depression, hypertension, deep vein thrombosis (dvt), osteoarthritis, scoliosis, degenerative spinal disease, total knee replacement and gastroesophageal reflux disease (gerd). The indication for filter placement was pulmonary emboli after left femur fracture and right leg dvt. The filter subsequently malfunctioned including filter tilt and struts perforating the ivc. Approximately ten years after implant, a CT scan revealed the filter in place below the renal veins with all of the struts extruding through the wall of the ivc. Minimal tilt was noted. Approximately eleven years and four months after implant, the patient experienced abdominal pain. Imaging noted esophageal inflammation related to the patient's pre-existing gerd. Per the patient profile form (ppf), the patient reports filter tilt and perforation of filter strut(s) outside the ivc as well as anxiety and pain. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.